Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a pulse generator system upgrade and implantation of left ventricular lead on (B)(6) 2019. During the procedure, it was noted that the implantable cardioverter defibrillator was found very close to the shoulder capsule and there were multiple bleeds found around the implanted leads. The surgeon attempted to implant the left ventricular lead but found that the patient had severe stenosis of the left subclavian vein. As they were unable to continue with the implant, the surgical team discussed with the patient's family and it was decided to transfer the patient for a laser extraction of the existing leads to open up the occluded vein. On (B)(6) 2019, patient presented to the transferred hospital. It was reported that the patient developed an infection and the entire implantable cardioverter defibrillator system was removed successfully. The patient presented to the following physician on (B)(6) 2019 with no noted adverse events or symptoms.